Event description:
It was reported that a surgeon in (B)(6) has had a post-op bleeding rate of 50% over her last 20 cases. No info was provided to indicate the controller settings at the time of use or if there were coagulation issues with the wand. Additional requests for pt info and treatments for the post-operative bleeding have not been received. No other pt complications were reported as a result of this event.

Manufacturer narrative:
The pt identifier, age, gender and weight were not provided.